Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by mammogram. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is sharp broken on posterior assessed as unidentified (tear) opening, and a missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture diagnosed by mammogram. The device has been explanted.